Manufacturer narrative:
It was reported that dr. Chris wilkinson has a patient who has dislocated a couple of times and is needing to revise him. Revision surgery is planned for (B)(6) 2022. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that dr. Chris wilkinson has a patient who has dislocated a couple of times and is needing to revise him. Revision surgery is planned for (B)(6) 2022.